Event description:
¿Patient is on amio gtt that keeps alarming air in line. Tubing was changed twice. Upon changing tubing, rn filled squeeze chamber 2/3 and placed the white clamp just below it prior to setting the pump to prime the tubing. Rn replaced amio bag as well in case of air bubbles in the bag. Pump was inverted both sides, someone from education even came by and did all necessary steps to try and resolve air bubble alarm. This has caused a major delay in care for this patient. Rn just replaced the pump and took all repeat necessary steps, the pump is still alarming air in line.¿ manufacturer response for infusion pump, infusomat space (per site reporter). They are looking into our air in line issues. They are numerous and seem to mostly involve cold solutions for infusion. One nurse stated: unfortunately this is not an educational issue as we have about 5-10 different things we need to do to run cold solutions. Amiodarone is a bubbly solution.. The pumps are severely sensitive to any microbubbles. Is there a way to make these pumps less sensitive to air? It¿s not realistic to have to do 5-10 different troubleshooting techniques in order to get these infusions to run.